Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon used a 355ld for a device exchange and experienced a leaking gasket. It was replaced. There was no consequence to the patient.